Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased with the cause of death as unknown. The patient was a participant in the post approval clinical surveillance product surveillance registry.